Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.